Event description:
A facility reported that a female adult patient who had used the clearlink extension set during an initial hospitalization, was discharged and returned a few days later for a second admission because the intravenous (IV) site had become necrotic and required chemical debridement.

Manufacturer narrative:
A request for the return of the sample was made; however, the sample has been discarded and the lot number is not known. Should additional information become available, a follow up report will be filed.